Manufacturer narrative:
One disposable simplicity electrode was returned for investigation. The electrode cover for electrode 2 was detached and the probe was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of reported bend in the probe and detached electrode cover is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a detached component.